Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding two patients who were receiving unknown drugs via an implantable infusion pump. It was reported that the healthcare provider (hcp) told the consumer that within the last 20 years, two patients at the clinic had overdose incidents during a refill procedure. The two patients who were overdosed within the last 20 years did not survive. No further complications were reported. Additional information was received. It was reported that the nurse manager was not aware of two patients who had died due to an overdose associated with a refill, but he did hear about one patient who had. The nurse manager had no information about the patient and would consult with the hcp about the likelihood that it was one of the two patients previously referenced. The nurse manager was going to discuss the allegation of the two deaths and the one he had heard about and would contact the manufacturer. It was noted that the clinic had been in existence for about 10-15 years. It was further reported by the nurse manager on (B)(6) 2018 that there was only one incident that occurred over 10 years ago that was related to a refill in which a patient had died due to baclofen withdrawal. The nurse manager had no additional information. No further complications were reported.